Manufacturer narrative:
Device manufacture date: october 23, 2017 - october 24, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This event occurred while filling. The device had been filled with ticarcilline 3g and acide clavulanique, diluted with 60ml of physiological serum, and after filling 40ml of physiological serum the bladder ruptured. There was no patient involvement. No additional information is available.